Event description:
The customer reported a case of endophthalmitis. The serial number of the system was not specified, but upon review of the service records, it indicates that there are two systems on site. The surgeon initially stated the prognosis of the pt was "not good". Per the questionnaire received, a vitrectomy procedure was performed. The pt reported pain in the following day. The surgeon then injected antibiotics into the pt. The outcome of the pt was noted as poor.

Manufacturer narrative:
The customer did not request a service request to check the system nor did they return samples for eval. The postoperative endophthalmitis, a guide to diagnosis & treatment was sent to the surgeon. The root cause of the pt event cannot be determined in this investigation. Endophthalmitis is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A review of the complaints and service data files for the systems indicates that there have been no add'l complaints or service requests related to the reported event. A trend review of the complaint indicates that there has been no recent adverse trending observed in the last 36 months. The reporter did not identify tass, but alcon has classified this type of event as potentially tass.